Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736218, product ID: 9736318. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system, it did not move pass the black screen with the blinking cursor. Site did a hard reboot several times and on last attempt the application moved past the start up script but did not move past the blue screen. The clinical specialist (cs) reported site used other system. Cs reported system was plugged into its own dedicated wall outlet with nothing else plugged into it. Cs reported wall outlet had been tested and has adequate power for the system. Cs reported unknown if site tried another wall outlet for this incidence. During troubleshooting cs reported that aio and power cord was just replaced but not solid state drive (ssd). Cs was requesting ssd and the rest of the power chain. Cs reported site does not use cds and nothing in cd drive. It was discussed in detail about verifying the power voltage and importance of the system receiving adequate power. No patient present.

Manufacturer narrative:
H2, h3, h6) the 9736218 ssd (lot number: s6pwnj0ta06389d) was returned to the manufacturer for evaluation. It was reported that the manufacturer representative (rep) was unable to duplicate the reported complaint. Ssd booted without issues and previously installed apps functioned normally without failure. S.m.a.r.t data self-test reported no errors on the drive. Drive functioned without failure. The 9736318 cable (lot number: 210623) was returned to the manufacturer for evaluation. The returned cable had no physical damage and was found to be fully functional when connected to a known good system. No problem was found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer was not booting up and displayed the blue screen and was stuck on startup script. The ssd, and cable were replaced and software and network settings were configured. H6: codes b01, c13, and d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.